Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot numbers: w3681834. Continued from section d.11. Pentax 4.2ed34-i10t duodenoscope. The three (3) reported devices were returned to cook endoscopy for evaluation. Due to the condition of the returned devices, we were unable to complete a full evaluation. Our laboratory evaluation of the product said to be involved confirmed damage to the catheters of the devices. The wire guide lumens have been fully utilized. For one (1) of the devices, there is a long thread-like string of the catheter material hanging loosely, but it remains attached to the catheter. A rippled effect was noted approximately 135 cm from the distal tip of the device. Rippling was noted at various places along the length of the catheter. The other two (2) returned devices were found to have the outer edge of the wire guide lumens exhibiting fraying along the separation lines. There are a few thread like strings of catheter material hanging off of the devices. Since the all three (3) wire guide lumens were returned fully utilized, functional testing with a wire guide separating the wire guide lumen was unable to be performed. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. A definitive cause for the reported observations could not be determined because the condition of the products said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observations was not observed during our laboratory analysis of the returned product. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. A review of the events indicated that during separate endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion omni-tome pre-loaded sphincterotomes. During the procedures, the users experienced lost wire guide access to the ducts. One (1) of the patients was a male, and three (3) patients had stones in the common bile duct. These reports were received from various sources on various dates. These events involved three (3) patients with no patient consequences.